Event description:
Delay of therapy during alarm condition reported. There have been an unknown number of undocumented incidences where pts having cardiac cath lab procedures are ordered either reopro (9mg in 250cc of fluid), or integralin (pre-mixed bottle of 100cc of fluid). Clinician states that a bolus of the medications is given and then infusion is to start within 2 minutes of the bolus. Nurses have given the bolus, then started the infusion and received the alarms. A delay occurred of approx 10 minutes while changing pumps and tubings. They are unable to determine if the delay of therapy caused any problem with pt perfusion, but there was no report received that any pt experienced adverse sequelae.